Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation.started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. A marked and scraped up enclosure, damaged membrane switch, and corroded drain fitting were found on visual and functional testing. The device leaked from the tank cover confirming the customer complaint. Replaced the enclosure, drain fitting, tank cover gasket, membrane switch, and drain fitting. Performed pm. The device passed all testing after the replacements. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 - date of event: month and year of event have been provided, but day is unknown.e3 - initial reporter occupation unknown.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the bottom. There was unknown patient involvement and unknown harm.